Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. Customer was able to complete pump rewind. Customer stated that the insulin pump had hardware low level failure alarm during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 on u1 keypad assembly. Pump error found in the pump history due to software error.